Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. The cause of death was unknown. The patient was not hospitalized prior to passing away. It was not reported whether dianeal therapy was ongoing until the time of death. It was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter: international phone number provided was (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter. The service history review, event history log review and device history record review were not performed as part of the complaint investigation due to unknown product code and unknown serial number. The cause was is undetermined. Should additional relevant information become available, a follow-up will be submitted.